Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article: "quantification of stent creep by three-dimensional transesophageal echocardiography in patients undergoing transcatheter aortic valve-in-valve implantation for failed bioprostheses", authors kuan-chih huang et al, the following v-I-v event in the aortic position was identified as pertaining to an edwards devices: a 25mm sav porcine valve replaced with a 26mm non-edwards transcatheter valve after an implant duration of 5 years due to degeneration leading to regurgitation and leaflet prolapse. No additional details were provided.